Event description:
It was reported the device broke while in use. During the drilling over the k-wire to prepare for the use of a large qwix screw, the drill spontaneously broke off. The drill was used in a normal way, there was no mis-use of the instrumentation. The broken part from the drill could be taken out from the bone with a clamp in a few minutes' time, not leading to a significant increased surgery time. Afterwards, the second, similar drill from the same set was used to continue the surgery without a problem. It was reported there was no patient injury and the event did not lead to an increase in surgery time.

Manufacturer narrative:
Integra completed its internal investigation 22aug2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: DHR for lot ekst reviewed and no anomalies that could be associated with the complaint were observed. The lot was manufactured in july 2010. This is the second incident for similar issue like described in this complaint after review of complaints records for last two years. The drill is used for insertion of each large qwix 7.5 mm screw, we took into account the sales of large qwix screws diameter 7.5 mm (fixation and positioning) during last two years. (B)(4) associated items were sold. The global rate failure is estimated at (B)(4). This is the first incident for the manufactured lot ekst. Conclusion: the device was not returned. The root cause cannot be performed.